Event description:
It was reported that on 15 dec 2025, a 21mm epic max valve was chosen for a aortic valve replacement (avr) procedure. The sizing was performed confirmed that there were no issues. The annular dimensions of the native valve was 23mm. When the bioprosthetic valve was deployed, one of the leaflets was found to be flipped. The holder was removed, and the leaflet was touched with forceps, but it seemed to have taken a set, so its use was discontinued. The valve was replaced with a 19 mm epic max valve and the procedure was successfully completed while patient on bypass. The operative time was prolonged but the patient was fine . The patient was reported stable.

Manufacturer narrative:
It was reported that when the bioprosthetic valve was deployed one of the leaflets was found to be flipped. The holder was removed, and the leaflet was touched with forceps, but it seemed to have taken a set, so its use was discontinued. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received and without the device, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic max valve was chosen for a aortic valve replacement (avr) procedure. The sizing was performed confirmed that there were no issues. The annular dimensions of the native valve was 23mm. When the bioprosthetic valve was deployed, one of the leaflets was found to be flipped. The holder was removed, and the leaflet was touched with forceps, but it seemed to have taken a set, so its use was discontinued. The valve was replaced with a 19 mm epic max valve and the procedure was successfully completed while patient on bypass. The operative time was prolonged but the patient was fine. The patient was reported stable.